Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. There are many clinical factors that can affect the results of any surgery, such as surgical technique, pre-operative and post-operative care, the implant, patient pathology and daily activity. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device not available.

Event description:
It was reported that the patient underwent a surgical procedure on the big toe. The patient was in consistent pain, so the surgeon removed the cartiva implant and filled with allovance hybrid bone void filler and revised to fusion using medartis mtp plate.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. PMA/510k: this part is not approved for use in the united states; however a like device catalog # car-10, PMA # p150017 was cleared in the united states.

Event description:
It was reported that the patient underwent a surgical procedure on the big toe. The patient was in consistent pain, so the surgeon removed the cartiva implant and filled with allovance hybrid bone void filler and revised to fusion using medartis mtp plate.